Event description:
On (B)(6) 2023, 76-year-old (B)(6) walked into (B)(6) hospital, located at (B)(6) complaining of shortness of breath. Within minutes he was diagnosed with a congestive heart failure exacerbation and was scheduled for a catheterization the next day due to fluid surrounding heart and lungs. He was given the drug lasix to help. It was delayed another day due to waiting for fluid to drain. Dr. (B)(6) performed the catheterization around 11am and came to the conclusion there were no blockages, and it was not a "heart problem." His hospitalization then became complicated by cardiogenic shock and transferred to intensive care unit. On (B)(6), nephrology was consulted, diuretics were stopped, and they are started crrt and pressor therapy. This dialysis was supposed to be temporary. He had sustained v tach on (B)(6) requiring brief CPR, subsequent defibrillation, then intubation; also temporary. He went in for another catheterization with dr. (B)(6), who found five blockages and placed five stents. He then placed the impella supported pci. On (B)(6) his coloring was good and according to the nurse on duty, he was trending positive. When I arrived on (B)(6) his coloring was gray, his blood was purple/brown, and I had noticed that his bank of monitors had been changed and were plugged in on the other side of the room. Soon after, the doctors were leading me by the arm to a quiet place to tell me I needed to make a decision of whether or not to take him off of life support, as he was getting worse, and there was no hope for him. After consulting with family, the decision was made to take him off of life support. He died within minutes on (B)(6) 2023.